Event description:
On (B)(6) 2013, it was reported that the patient's diabetic specialist was viewing the history in her infusion device and did not see all the boluses stored in the history from the past 14 days. The doctor now thinks the device was not delivering insulin during the missing boluses in the history of the device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The delivery accuracy and the occlusion limits were tested successfully and comply with the product specification. Also the alarm functions were tested successfully and no malfunction could be observed during the iu investigation.